Event description:
It was reported that the patient¿s blood glucose level rose to greater than 500 mg/dl (27.8 mmol/l) while the pod was worn on the abdomen for between 49 and 71 hours. The patient¿s legal guardian (lg) reported on tuesday night and wednesday morning that the patient¿s insulin pod failed overnight. The pod appeared to be loose, although it was taped down, and the patient did not receive insulin for several hours. During this time, the patient developed severe hyperglycemia and ketones. The patient began vomiting repeatedly, could not eat or drink, felt cold, experienced dizziness and significant weakness. At approximately 3:00 a.m. On wednesday, the lg deactivated the affected pod, administered 10 units of insulin via pen, and initiated a new pod. On (B)(6) 2026, the patient was then taken to the hospital (B)(6), where the patient was admitted and treated with intravenous fluids and insulin therapy through the pod. The patient was diagnosed with ketoacidosis. The patient¿s condition stabilized, and they were discharged from the hospital on thursday, (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.